Event description:
In 2005, the lay reporter contacted lifescan alleging that she could not obtain results on the lay patient's one touch ultra meter memory and she alleged the meter was not working. The medical affairs specialist (mas) sent a letter to the reporter, as neither she nor the reporter could be reached by phone. The reporter said the meter "wasn't used in one month"; the date and time testing was last attempt with the reported meter was not provided. The patient was taken to the hospital to get a blood glucose reading because the meter was not working. Prior to receiving medical attention, the patient took insulin; the insulin type and dose were not provided and no information regarding the patient's diabetes treatment regimen was provided. Results obtained at the hospital were not provided. The patient was treated with an IV and hospitalized over night. The customer service agent (csa) confirmed that the patient attempted to access the meter memory correctly and the meter had total memory loss. The meter, test strips, and control solution were replaced.